Event description:
A medtronic representative reported an open spine clamp that had a stripped screw. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The returned spine clamp was found to be in good condition. There is a very small amount of debris in the adjustment screw threads, but this does not affect normal function of the screw. The clamp face is also very slightly bent, but this does not affect normal function either. The spine clamp is fully functional. A new spine clamp was sent to the site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, not available.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.replacement open spine clamp shipped to site 02/18/2014. Suspect part not returned to manufacturer for analysis.